Event description:
No additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the cart had a damaged power inlet module and power cord. The power inlet module and power cord were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cart had a burned power inlet module and cord from a blackout at the account. There was no smoke present. The event occurred during cleaning. There was no patient involvement attempts have been made and no further information has been provided.